Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to blood glucose. Customer declined further troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.